Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h2, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, although the reported issue was not reproduced, it is likely the following could have led to the malfunction: water or moisture entered the scope, and the moisture damaged the image sensor unit and the circuit board inside the connector, causing an abnormality in the electronic components. The event can be detected and prevented by following the instructions for use: ltf-s190-5 operation ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ ¦inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the deflectable videoscope had an error code with no image. The issue occurred, during preparation for use in an unspecified therapeutic procedure. There was no delay. And the procedure was completed with a similar device. There were no reports of patient harm.